Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The patient reported the implantable neurostimulator (ins) pocket site itches a lot and was very tender on his hip. Additional information from the consumer reported that it was itchy and sore. He had not found an hcp yet and the itching and tenderness were still present. The patient had a little spot on his spine that was bleeding a little bit right where he had the implant surgery. He noticed it in the summer of 2015 a couple different times. The family doctor looked at it and said it looked cancerous. It was noted that the ins was not 6 inches away from the device. The patient was indicated for lumbar radiculopathy. No further information was provided about this event. If additional information is received, a follow up report will be sent.